Event description:
It was reported that the customer had a no delivery alarm. Customer stated that she was unable to prime. Customer's blood glucose level was 283 mg/dl. Troubleshooting was performed and the insulin did not exit. Customer had to change the reservoir to resolve the issue. Customer was advised to return the reservoir. Customer stated that last night they received a no delivery alarm and they received another alarm this morning. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-93648.